Event description:
End user alleges while operating the motorized wheelchair the unit speed increased causing her to drive into the couch and injure her right foot. According to the physician's report, despite the use of antibiotics, the second metatarsal showed signs of tissue loss and eschars and he subsequently recommended amputation.

Manufacturer narrative:
No malfunction of motorized wheelchair suspected. End user was not exercising caution by operating the motorized wheelchair at too fast of a rate of speed in a confined space and by not using a seat belt, as advised in the owner's manual.